Event description:
It was reported that a revision surgery was needed due to remove creo screws that failed post operatively.

Manufacturer narrative:
Neither the device nor any images were unavailable for evaluation. It was reported that a revision was required for a creo screw that had loosened post operatively. The original surgery was performed over a year ago. It was stated that there was a radiolucent halo around the implants which was how it was determined to be loose. Because the vertebral bodies were already fused, the implants were removed and not replaced. The screws removed were creo amp mcs screws. Because of this the state of the looseness or the described radiolucent halo could not be examined. The post-operative conditions over the year of post implantation are also unknown, so it can't be established if there was any excessive force that may have caused any screw loosening. No determinations could be made as to the cause of the reported issue.